Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. Lead revision was attempted but the lead had scarred into tissue and then helix would no longer retract or extend. As all readings appeared good other than the high thresholds, the lead was left in use. No patient complications have been reported as a result of this event.